Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the device on the stomach in a laparoscopic duodenal switch, the distal part of the staple line was incomplete. They second fired on the incomplete staple line to fix the issue. They use another reload to complete the case. There was no patient injury.